Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to stress. The following information is stated in the instructions for use (IFU): ¿chapter 3. Inspection before use 3.3 inspecting the connectors. Check the following for each connector. -the connector should be fixed firmly. -the o-rings should be free of abnormalities such as cracks, tears, or dents.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to evaluate and repair the device. The fse spent time investigating and troubleshooting issue where customer reported that their gray scope connectors in the basin had twisted off. Fse observed and verified the issue, then proceeded to replace the components. After successfully replacing the component, a test cycle was completed with no errors indicating the unit is back in proper, working condition. The device was repaired and verified, and software attributes were verified and confirmed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), the endoscope reprocessor had a broken gray connector. There was no patient involvement in this event.